Manufacturer narrative:
The device has not yet been returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the removal of the optease (retr filter 55) cava filter, the operator felt resistance. The operator realized that the filter was broken during the cavagraphy. With difficulty, the filter was not completely inserted into the removal catheter and then removed. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during the removal of the optease (retr filter 55) cava filter, the operator felt resistance. The operator realized that the filter was broken during the cavagraphy. With difficulty, the filter was completely inserted into the removal catheter and then removed. The event date was noted to be (B)(6) 2017; however, the date of implantation was not reported. There was no reported patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 17053909 was performed and no incidents were noted that could be potentially related to the reported complaint. The reported filter fracture and retrieval difficulty were not confirmed as the product was not returned for analysis. Filter fracture is a known potential complication related to ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The event also notes retrieval difficulty; however, the date of implantation and total dwell time have not been provided. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. While the instructions for use (IFU) are not intended to be a risk mitigation, the IFU was reviewed and appropriately captures these harms. Neither the reported event description nor the device history record review indicates a design or manufacturing related cause for the reported events; therefore, no corrective action will be taken at this time.